Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported intramural hematoma could not be conclusively determined.

Event description:
The following was published in the cardiovasc ultrasound 21, 13 (2023) in an article titled "catheter navigation by intracardiac echocardiography enables zero-fluoroscopy linear lesion formation and bidirectional cavotricuspid isthmus block in patients with typical atrial flutter", luani, b., https://doi.org/10.1186/s12947-023-00312-w. One patient developed an intramural hematoma during ablation, but it remained asymptomatic and constant throughout the procedure. At the end of the procedure or the day thereafter, the intramural hematoma could not be detected by tte.